Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the mesh was chronically infected and there was an abscess cavity present. The infected mesh and the abscess cavity were excised. It was reported that the patient experienced severe pain, nausea, diarrhea, chills and inflammation. No additional information was provided.